Manufacturer narrative:
As of the date of this report, the device remains implanted and is not available for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should the device or additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that the locking mechanism of the implant had separated post-operatively. The separation occurred on the left side of the construct at c7. As of the date of this report the patient has not been revised.